Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on 01 august 2025 a 29mm navitor vision valve was selected for implant using a large flexnav delivery system. The patient's annulus was measured with an area of 533.2mm^2 and a derived perimeter of 26.2mm. The left ventricular outflow tract (lvot) was 83mm. During the procedure the valve was re-sheathed more than two times. The implant depth at deployment was 5mm from the non-coronary cusp (ncc) and 5mm from the left coronary cusp (lcc). Upon full deployment, the valve migrated above the annulus at a depth of -3mm from the ncc and 3mm from the lcc. The migrated valve appeared secure in its final position. Transthoracic echocardiogram (tte) showed trivial to mild aortic regurgitation and a gradient of 10mmhg. The patient had prolonged hospitalization for monitoring. The patient status was stable. Per the physician, the device migration was due to inadequate pre-dilation.

Manufacturer narrative:
An event of migration and central regurgitation was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on available information, a cause for the reported central regurgitation and valve migration could not be conclusively determined. The reported hospitalization and serious injury/illness/impairment were results of case-specific circumstances as the patient was hospitalized for monitoring and no intervention was performed. There is no indication of a product quality issue with regards to manufacture, design, or labeling. It should be noted that per the instruction for use (IFU), ¿implantation precautions: do not re-sheath the valve more than two times prior to final valve release. Additional re-sheath attempts may compromise product performance.¿

Event description:
It was reported on (B)(6) 2025 a 29mm navitor vision valve was selected for implant using a large flexnav delivery system. The patient's annulus was measured with an area of 533.2mm^2 and a derived perimeter of 26.2mm. The left ventricular outflow tract (lvot) was 83mm. During the procedure the valve was re-sheathed more than two times. The implant depth at deployment was 5mm from the non-coronary cusp (ncc) and 5mm from the left coronary cusp (lcc). Upon full deployment, the valve migrated above the annulus at a depth of -3mm from the ncc and 3mm from the lcc. The migrated valve appeared secure in its final position. Transthoracic echocardiogram (tte) showed trivial to mild aortic regurgitation and a gradient of 10mmhg. The patient had prolonged hospitalization for monitoring. The patient status was stable. Per the physician, the device migration was due to inadequate pre-dilation.